Event description:
It was reported that the pump went into stopped pump mode with a pump memory error. This occurred during an interrogation and update. It was noted that the healthcare provider was later able to update the pump successfully. No pt symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).